Manufacturer narrative:
Covidien reference#: (B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start a laparoscopic sigmoidectomy procedure, an activation tone was heard from the generator although the activation button of the device was not pressed. Another device was opened for the procedure. There was no patient involvement.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of follow-up report: 01/07/2016. Evaluation of the returned sample found it to function normally and within specifications. Visual inspection found no defects. No conditions were identified that would have caused or contributed to the reported failure.